Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/67 years old. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. There also is no specific information regarding the models; the possible involved models that are referenced in the article are: 7221, 7223, 72227, 7271, 7229, and 7273. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿shock reduction using anti-tachycardia pacing for spontaneous rapid ventricular tachycardia in patients with coronary artery disease.¿ circulation. 2001;104:796-801. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths of unknown causes identified. Of note, there is no allegation/relatedness between the system and the patients¿ deaths. There were also patients who experienced syncope, lightheadedness, and dizziness. The author indicated there were some possible issues with the anti-tachycardia pacing (atp) feature of the device. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.